Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins it would not be returned. It was thrown away by the staff at the hospital. The rep stated that the wire that was cut was the same wire with the electrodes that weren't working. The reason the electrodes weren't working was due to the cut. The patient was going to begin a trial on (B)(6) 2019 to see if a percutaneous lead will get her coverage on the right side. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. The trial was successful. The patient is proceeding with a percutaneous lead implant. The cut lead will remain implanted. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. Section other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 22-sep-2014, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 22-sep-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. They were replacing the battery today due to normal battery depletion and the healthcare professional (hcp) inadvertently cut one of the wires on the lead while dissecting the pocket. They plugged in the one good wire and left the cut one out and plugged the other port in the ins. The rep would program accordingly. Additional information was received from the rep on 2019-mar-24. The rep indicated that they were not able to program to resolve the issue. Half of the paddle¿s electrodes are not working. The patient¿s weight at the time of the event is unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated.